Manufacturer narrative:
(B)(4). Eval, results: endoleak.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aneurysm and vessel morphology were not reported. It was reported that the activated clotting time (act) was 250 and after the bifurcated stent graft was implanted, the physician noted there was a type IV endoleak at the end of the procedure. No further intervention was performed and the decision was made to evaluate for the endoleak at the 30 day f/u. No additional clinical sequelae were reported and the pt is fine.